Manufacturer narrative:
FDA UDI - (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212350 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 212350 and test base part number 195-430h/ lot 209985. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212350 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test performed on (B)(6)2024 on a nasal sample. Repeat testing was not performed. The consumer performed prior testing using an unknown brand of antigen self-test on (B)(6)2024 that generated a positive result. The consumer was asymptomatic. There was no change in treatment based on the test result.

Manufacturer narrative:
FDA UDI - (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Repeat testing was not performed. The consumer performed prior testing using an unknown brand of antigen self-test (B)(6) that generated a positive result. The consumer was asymptomatic. There was no change in treatment based on the test result.